Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. After cleaning the gas inlet valve (giv) and inspecting the exhalation valve and reservoir we reassembled and performed calibrations to resolve the reported issue. No report of patient involvement. Unique identifier: (B)(4).

Event description:
The hospital reported an error causing a loss of mechanical ventilation. There was no report of patient involvement.